Manufacturer narrative:
Additional information received from the local field representative indicated that the physician was notified and the device and rv lead planned to be replaced. No additional information was available, as the field representative is not associated with the account at this hospital. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead received an inappropriate shock as a result of noise and oversensing. The device was interrogated an alert was received indicating a shock into a shorted condition due to a less than 20 ohms shock impedance measurement. The device has since been turned off and the patient was in the hospital. A review of the device history indicated that noise has been present since (B)(6) 2017. The lead was tested and reported a shock impedance of approximately 50 ohms. Boston scientific technical services (ts) recommended replacing both the device and the rv lead.